Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced high blood glucose over 600 mg/dl with thirst and was hospitalized on (B)(6) 2015. Blood glucose at the time of the hospitalization was 373 mg/dl. Customer was in the hospital for 4 and a half hours and they were able to get it down to 187 mg/dl. Blood glucose at the time of the call was 383 mg/dl. The drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin was not expired. Insulin did exit the tubing with manual prime and cannula was straight. The settings and bolus history were correct. The alarm history showed no delivery, unexpected restart and external ram error alarms. Customer declined to perform the high pressure test or troubleshoot the alarms. The insulin pump would not be replaced.